Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a lowest blood glucose (bg) of 64 mg/dl following a meal announcement. The low bg was corrected with smarties candy. The user reported no symptoms during the event, and no outside assistance, or medical intervention were reported.